Manufacturer narrative:
Additional information was received on january 11, 2024. In addition to the left sided rupture reported initially, the patient also experienced right sided rupture and left sided capsular contracture. This report relates to the left prosthesis. See 1645337-2024-01446 for contralateral prosthesis report. The procedure type was a breast reconstruction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 19, 2024. In addition to the issues reported previously, the patient also had a left sided needle biopsy and bilateral breast pain. The left sided rupture was confirmed through ultrasound and mammography. The patient has a history of left sided breast cancer. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 16, 2024. Explant is scheduled for (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture/rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 400cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was discovered through a physical consultation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.